Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted with an occlusion in the m1. The doctor used a stent retriever (solitaire) to remove occlusion and vessel was opened successfully. During investigation, a dissection was noted in the internal carotid artery. The doctor then attempted to deploy a pipeline shield in the ica to treat the dissection. Upon deployment, the device did not open adequately in the distal section. The doctor opened the length of the device and redeployed and did. If open the second time. It was then resheathed and another pipeline shield was deployed. There were no patient symptoms. The pipeline and any accessory devices were prepared as indicated in the IFU. The pipeline was not positioned in a bend, it was not stuck int he capture coil. More than 50% of the  pipeline had been deployed when it failed to open. It was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter.  There was no aneurysm. Patient was admitted for a stroke, and a large dissection was found upon investigation. The flow divertor was selected to treat the dissection, which was in the ica.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pipeline flex shield pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline flex shield tip coil was found without damage. The distal and proximal dps restraints and the dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No damage was noted on the pushwire. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the pipeline flex shield pushwire was returned without the braid. No damage was noted on the pushwire. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and braid damage. In this event, the user reported that the braid was not positioned in a vessel bend. Therefore, ruling out the user deploying the braid in the vessel bend as a potential cause. The vessel tortuosity and damaged braid could have contributed to the failure to open complaint. Since the braid was not returned, any contribution of the braid to the failure to open complaint could not be determined. (Manald1 09-dec-2024) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline failure was not determined.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline flex shield tip coil was found without damage. The distal and proximal dps restraints and the dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No damage was noted on the pushwire. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the pipeline flex shield pushwire was returned without the braid. No damage was noted on the pushwire. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and braid damage. In this event, the user reported that the braid was not positioned in a vessel bend. Therefore, ruling out the user deploying the braid in the vessel bend as a potential cause. The vessel tortuosity and damaged braid could have contributed to the failure to open complaint. Since the braid was not returned, any contribution of the braid to the failure to open complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.